Manufacturer narrative:
The reported issue that a assy front case w/keypad needs replacing could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 03/20/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/20/2020 and indicated that this device has been previously returned once for an unrelated issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the assy font case keypad investigated.

Event description:
It was reported the front case is being replaced for 1 unit. Pcu no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case is being replaced. (Pcu).